Event description:
Healthcare professional reported a right-side capsular contracture baker grade unknown. Healthcare professional later provided baker grade ii/iii and particle in valve. Healthcare professional reported damaged caused by implant marked "yes"- punched the implant to remove. The device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a right-side capsular contracture baker grade unknown. Healthcare professional reported capsular contracture baker grade ii/iii and particle in valve. Healthcare professional reported damaged caused by implant marked "yes"- punched the implant to remove. Device explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed one opening assessed as surgical damage and one opening assessed as fold flaw opening. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ particles in valve: no observed.